Event description:
Customer reports they have been experiencing problems with the room shutting down during procedures. The first event was seventeen days prior, but not reported by the customer at the time. The room would stay up for about 5 minutes, then power down. Continuous problem. All patient procedures were completed, no reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental will be submitted.